Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was alleged that the insulin on board was not calculating correctly into bolus total. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/17/2014 with the following: there was no data from the date of the reported issue in the black box history due to continued use of the pump. The pump settings confirmed that the insulin on board was set to 2 hours. The insulin on board was found to be calculating correctly during ezcarb and ezbg boluses. The complaint that the pump was no calculating the correct insulin on board amounts into boluses was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.